Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A revision surgery (left side) was done in (B)(6) 2016. During this surgery the fmt was found to not have any contact with the round window or the stapes (incus was not present). The fmt was repositioned on the stapes head using a clip coupler (excellent coupling). After the surgery the patient reported a constant disturbing noise when using the device. The surgeon made the decision to explant the device which was done on (B)(6) 2017.

Event description:
This is a correction of the previously submitted fu#1 report to match the initial report. Fu#1 was submitted on march 22, 2017 with incorrect MFR report number: 9710014-2017-00210. Initial was submitted on february 09, 2017 with MFR report number: 9710014-2017-00148.